Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer also indicated that the pump gave him less insulin than what it was programmed to give. Customer's blood glucose was 243 mg/dl at the time of incident. Troubleshooting was done for no delivery and correct infusion set application. Troubleshooting found that customer had a lot of scar tissue at the site. Customer was advised to discontinue use of the reservoir that was causing the issue and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.